Event description:
The user facility reported that at the start of the transurethral resection of prostate (turp) procedure, the image was very good, but after ten minutes in the procedure, the user experienced complete loss of image on the monitor. The user withdrew the telescope to be cleaned and then reinserted the telescope to the pt, but there was still no image on the monitor. The procedure was completed using a monopolar system. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report, but with no result. The subject device was returned to olympus for evaluation. The evaluation revealed that the image was dark and blurry, which impaired good visualization. The image difficulty was attributed to a bent outer tube and broken optical system lens. The device will be serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.